Manufacturer narrative:
Product evaluation: the lens was returned for analysis. The device was not returned. Optic damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the optic damage could not be determined by the investigation. It is unk if the approved viscoelastic was used. The device was not returned. Damage of the type observed may occur: if an unapproved ovd is used. Viscosity of an unapproved ovd may contribute to underfill/overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which can result in damage. If the device is underfilled with viscoelastic. This will result in inadequate coverage of the lens and lens fold path with ovd. Dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle "fill-to" line. (Approx 0.2ml room temperature ovd). If the lens is advanced too rapidly. The dfu states to gently advance the plunger forward in one smooth, continuous motion until the front edge of the optic aligns with the "fill-to" line. It should require 7 seconds. After confirming the lens position, insert nozzle tip into incision. Gently advance the plunger in one smooth, continuous motion. It is recommended that the delivery of the lens from the visual inspection position take at least 5 seconds. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested and rec'd. (B)(4).

Event description:
A surgeon reported that following insertion of an intraocular lens (iol), a scratch was noted at the periphery of the lens. The iol was removed and replaced during the same surgical procedure causing a thirty minute delay in the surgical procedure. The surgeon reported there was no harm to the pt due to the delay in the procedure.